Event description:
It was reported that the patient this right ventricular (rv) lead experienced infection. No additional adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).